Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax (device 1). An additional emdr will be submitted to represent the bard/davol ventralex (device 2). Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device 1) and an unspecified bard/davol ventralex (device 1). It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax (device 1) and ventralex (device 2). As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿